Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 439 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include lethargy, vomiting, sweet breath, and diarrhea. The patient was treated with intravenous fluids, insulin, bicarb, and magnesium. The pod was removed at the hospital and discarded. The patient was still hospitalized at the time of call or 2 days. The caregiver stated that the patient had recently started using the omnipod system and was using their second pod when the dka event occurred. The patient had not gone through training. Instead, they were walked through the process for how to transfer settings from their other pump to omnipod.